Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a35. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to constant a35 alarm. No cosmetic damage noted.